Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. The decision to report was based on lack of sufficient information regarding the cause of the event. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported that following bilateral cataract plus stent procedure, a scar tissue was noted in the right eye postoperatively. Reportedly, the scar tissue was subsequently removed from the right eye. Per patient, there has been subsequent improvement, and the surgeon also noted that the patient is doing ¿fine¿. Any omitted information was not available at the time of this report.